Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on end users behalf that the adhesive failed and the device fell off during use . Blood glucose was not impacted. No adverse health outcome reported for this event.